Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer alleging possible insulin pump over delivery. Customer experienced low blood glucose of 1.2 mmol/l. Customer was treated with juice and peanut butter sandwich. Reservoir will not be returned for analysis.